Event description:
(B)(4) - it was reported by the consumer that the vc5310 bed would not elevate the head end all the way up. It was additionally alleged that the unit was functioning properly until the mattress was switch to the invacare brand. Afterwards, the bed would not go all the way into an upright position. There was no patient injury reported.